Event description:
It was reported that during an anterior resection procedure, the doctor was preparing to transect the distal portion of the rectum, he had thinned out the rectum and it was healthy tissue. He put the device around the rectum, he began to dial down, the dial became tight and he could feel the stapler was tight around the rectum. However, no gap setting line that appeared in the gap setting scale. The doctor mentioned the knob was snug and did not want to continue tightening so he fired the stapler then cut along the stapler edge. He removed the stapler and placed a sponge in the pelvis as he did not notice anything wrong with the staple line. He did see some bleeding at the site and placed some sutures. When he decided to do the anastomosis he used a circular device, the resident inserted it transanally and the full rim of the head of the circular came up through the rectum, no staple line was seen. He used a second device to staple the rectum again and it worked. He then reinserted the circular and fired it. He performed a leak test and the anastomosis had a leak so he went back in and hand sutured the anastomosis. The doctor performed a loop ileostomy due to the anastamotic leak and the loop ileostomy will be reversed in approximately three months. The ileostomy was not planned. The patient has a history of cancer. The patient is doing well.

Manufacturer narrative:
Information anticipated, but unavailable at this time.